Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was suspected to be experiencing premature battery depletion. It was reported that there was one-fourth of battery life remaining. A boston scientific technical services (ts) consultant recommended sending in a save to disk and memory dump for analysis. The device remains implanted at this time. It was later reported that the device presented in middle of life 2 (mol2) status with battery voltage of 2.60 v and a charge time of 8.7 seconds. The device paced at 0% in the atrium and 91% in the right ventricle. No shocks have been delivered. No adverse patient effects were reported.